Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. It was noted that the customer's settings were "very aggressive" to allow for increased insulin with a correction bolus, yet the customer's bg levels remained high. The customer's doctor stated the patient experienced first episode of diabetic ketoacidosis while wearing the pump. Customer addressed impacted bg levels with new infusion sets, new insulin and consulted with a tandem clinical diabetes specialist. Reportedly, the customer has disconnected from the pump and is using another pump to continue insulin therapy.